Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was only getting stimulation coverage on one side of the back and had vaginal sensitivity when the stimulation was turned up higher. It was also reported that the patients ipg had to be charged almost daily for a longer period of time. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned.